Manufacturer narrative:
The customer reported an odor emanating from the uninterruptible power supply (ups) that the advia centaur cp analyzer was plugged into. The customer reported that the system operator immediately called the it department of the site and the it representative removed the ups and provided a temporary ups. The customer also noted that it personnel took the affected ups away and so the customer does not have the make and model of the ups available. The customer also reported that the it personnel took a temperature measurement of the body of the ups unit shortly after the overheating event and at that time the ups temperature was reading at 200 degrees fahrenheit. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse replaced the ups, resolving the behavior. The cause of the odor and smoke was an overheated ups. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
The customer reported an odor emanating from the uninterruptible power supply (ups) that the advia centaur cp was plugged into. A small amount of smoke was observed from the ups. The advia centaur cp was not in use when the ups over heated. There are no reports of a delay in testing, no reports of discordant test results and no reports of injury.